Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on bottom chassis, front panel chassis, back chassis and deformed, and top cover. The connector threads are damaged, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported issue was not confirmed on inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance, the unit internal hoses of the subject device had liquid inside. There were no reports of patient involvement.